Event description:
The patient was readmitted on (B)(6) 2014 and (B)(6) 2015. On (B)(6) 2015, the patient was taken back to the operating room for an exploration. No abnormalities were found. The catheter was intact and there was no cerebral spinal fluid (csf) leak. As of the day of this report, the patient had not recovered/ the issues were ongoing.

Manufacturer narrative:
Concomitant medical product: product ID: 8731sc, serial# (B)(4), explanted: (B)(6) 2015 and product ID: 8731sc, serial# (B)(4), explanted: (B)(6) 2015. (B)(4). Conclusion code is no longer applicable for this event.

Event description:
Per this physician's office, they had no evidence of the patient having an altered mental status and no evidence of a motor stall. However, they did report that on (B)(6) 2015, a new catheter was placed secondary to a csf (cerebrospinal fluid) leak. For subsequent events see manufacturer's report # 3004209178-2015-05872. As of the date of this report, the patient was doing good and had no issues. The device system was delivering gablofen.

Event description:
It was reported that, on the date of this report, the patient was experiencing a headache and an altered mental status. The patient¿s headache had been occurring since a pump and catheter revision on (B)(6) 2014. The altered mental status started on the date of this report. The patient had just been transferred from another facility to a different medical facility. A motor stall occurred on the date of this report. It was confirmed that the patient had an MRI and, at the time of this report, it had been approximately one hour since the MRI. However, it was unclear if the motor stall was caused by the MRI. The patient was not experiencing increased spasticity, so the healthcare provider (hcp) believed the pump was working and felt that the symptoms may not have been related to the pump. The device system was used to deliver baclofen. The cause of the event, troubleshooting/diagnostics, intervention/treatment, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report #3004209178-2014-23850 for information pertaining to the pump and catheter revision on (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. In december 2014 the patient followed up with the healthcare provider because she needed a blood patch for migraines. When the patient was discharged from the hospital she was unable to speak and spent till after (B)(6) pointing at pictures and nodding at things she wanted. The pump was delivering fentanyl for her migraines. The patient did not want to use fentanyl because she was allergic to it. The patient kept using fentanyl to the point of not being able to speak.